Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that "one of his leads is wearing out." The rv lead remains in use. No patient complications have been reported as a result of this event.